Event description:
It was reported that a spectrum pump experienced a false downstream occlusion message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found to meet specification with respect to false downstream occlusion alarms, which were not reproduced. The false alarms were confirmed through a review of the event history log. The device was calibrated to ensure continued accurate occlusion detection.